Event description:
The user stated multiple patient samples have given believable creatine results, but have been flagged as erroneous, as a result of delta checks. Typically, the return result proved to be correct; however, on at least one occasion, the first result was good and the rerun wrong. Samples are generally heparinised plasma and a number have been in micro-samples. The user provided results for 38 patient samples, of which 6 were found to be discrepant. All results were in umol per l. Sample 1 from an unknown date, had an initial result of 111, repeat result was 25. Sample 2 from an unknown date, had an initial result of 112, repeat result was 77. Sample 3 from (B) (6) 2009, had an initial result of 174, repeat result was 125. Sample 4 from 07/04/09, had an initial result of 160, repeat result was 126. Sample 5 from (B) (6) 2009, had an initial result of 68, repeat result was 116. Sample 6 from (B) (6) 2009, had an initial result of 177, repeat result was 139. No information was provided to determine if the erroneous results were reported, or if the patients were adversely affected.

Manufacturer narrative:
The gear pump head and sample probe have been replaced, and the probe/cell wash adjusted. This has had no affect on results. All other mechanical functions have been observed and are performing well. Investigation is ongoing. If additional information is received, appropriate notification will be provided.